Manufacturer narrative:
This report is submitted on september 3, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient developed a skin infection at the implant site and, subsequently, was administered oral and topical antibiotics (date not reported). The patient is being clinically managed by the health care provider.